Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported damaged air in line sensor. The reported symptom was verified through a review of the event history log as several 'air-in-line!' Messages within a short span of time. Evaluation observed ultrasonic sensor tape to be torn, which may have impaired sensor functionality. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced damaged air in line sensor. There was no patient involvement. No additional information is available.